Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned. Detailed analysis found two bubbles in the polycin vorite in the notch area. One of the bubbles had signs of a crack near the edge of the notch that was not to the surface. The bubble in the lead lumen showed no signs of an issue. The underlying cause was not able to be determined through laboratory testing.

Event description:
It was reported that this electrode was explanted for an unknown reason and returned for analysis from an unknown source. There were no allegations from the field regarding the performance or function of this lead. Laboratory analysis testing noted a performance issue.